Event description:
A pump pocket infection was reported. Diagnostic methods included yellow fluid aspirated from pump pocket on (B)(6) 2014. Examination on (B)(6) 2014 fluid collection in pump pocket. Lab work results done on (B)(6) 2014 from fluid aspirated from pump pocket revealed negative cultures, positive for wbc¿s. On (B)(6) 2014 surgical observation diagnostic results were 60-70ml¿s of straw colored yellowish fluid drained from pump pocket. Interventions included the patient was admitted to the hospital for treatment of pump pocket infection with IV antibiotic regimen on (B)(6) 2014. On (B)(6) 2014 device surgical revision was performed, irrigation and debridement of pump pocket, revision of the pump pocket, catheter was spliced. The etiology was indicated as possibly related to device or therapy. The severity was indicated as severe, resulted in in-patient or prolonged hospitalization. The outcome noted as ongoing event. The pump was used to deliver dilaudid, bupivacaine and clonidine. Additional information later reported fluid collection and infections in pump pocket.

Event description:
It was later reported that as of (B)(6) 2014, there was no swelling, discharge, or tenderness at the wound site. The wound was clean with no erythema or induration. The event resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported examination on (B)(6) 2014 antibiotics complete, site better but still slight swelling.

Manufacturer narrative:
Product ID 8703w, lot# l78720, implanted: 2000 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).